Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate paravalvular leak (pvl) was noted. A post-implant balloon aortic valvuloplasty (bav) was performed and the valve dislodged. Subsequently, a second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that during the implant of the second valve, there was difficulty advancing the delivery catheter system (dcs) through the first valve. It was believed that the skirt of the first valve may have caused a dissection while attempting to advance the second valve through the first valve. Tension was felt while manipulating the dcs. An unknown time following the valve implant, it was believed that the skirt portion on the outflow of the first valve fell below the sinotubular junction. No treatment was reported. A cardiac catheterization was performed three days following the valve implant. During the angiogram, an issue with flow to the left coronary sinus and perfusion to the left main coronary artery was observed. The patient started to code and resuscitation attempts were started but the patient died. Per the physician, the dislodgement of the first valve was a contributing factor to the death, in that it resulted in an aortic dissection and partial coronary obstruction. It is unknown if an autopsy was performed. Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 10-sep-2020, UDI#: (B)(4); product ID: envpro-16-us, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Updated data: patient weight; outcome attributed to adverse event, date of death; concomitant prod; type of reportable event; patient codes, device code, eval method code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: concomitant medical products: the lot number of the relevant device was received: product ID: d-evprop2329us, lot #: 0009926462, ubd: 2020-09-17, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.